Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot : (B)(6) product ID: bi71000520, serial/lot : (B)(6). H3, h6: a medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. The mobile viewing station computer and the ps1 power supply were replaced. B01, c19, d15 are applicable to the system checkout. The computer was returned for product analysis, but analysis is still in progress. B21, c21, d16 are applicable to the computer analysis. The ps1 was returned for product analysis. The analysis determined that the complaint could be confirmed. The ps1 power supply was tested by using cba IV pro 58250-1015 cba4/p computerized battery analyzer pro 45049. Bench testing failed. The output voltage drifted to 5.99vdc. B01, c02, d02 are applicable to the ps1 analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned for product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system was not exposing when taking 2d scout images. The manufacturer representative rebooted the system and the site was able to take the scout shots. The site proceeded to take a 3d spin, but the system would not expose. The site decided to abort the use of the system for another imaging system. Outside of the case troubleshooting was done. The representative heard a clicking noise when extending and closing the gantry. There was no light at the top of the gantry when opening/closing. When the representative tried to take 2d and 3d images, the system would not expose. During the 3d spin, it was noted that the rotors were not moving when the button was released. An "initializing system, please wait" error appeared. There was no patient harm and the procedure was not delayed over an hour.

Manufacturer narrative:
H3: the mobile view station (mvs) computer was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed with the returned computer. It passed all testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.